Manufacturer narrative:
(B)(4). A coil was returned for analysis. Upon inspection it was observed that the coil was severely stretched and kinked. There was blood present on the fiber bundles. The interlocking arm of the coil was broken off and not returned for analysis. A microscopic inspection noted that the zap tip shape and surface of the coil was smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25may2016. It was reported that the coil became stuck in the catheter and the pusher wire buckled. The target lesion was located in the internal iliac artery. A 10mm x 40cm interlock¿-35 was selected for embolization. During the procedure, it was noted that the coil became stuck at the distal end of the imager ii angiographic catheter. The coil would not advance and the pusher wire buckled and was bunching the coil on angiography. Multiple attempts were done to retract and advance the coil, but failed. The whole catheter, pusher wire and coil were removed as a unit outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was broken off.